Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The mother also stated that the insulin pump occasionally resets for no apparent reason. Troubleshooting was performed, and the insulin pump was programmed correctly. During troubleshooting, the insulin pump rebooted several times. Advised that the insulin pump would be replaced. Nothing further was reported.